Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below knee artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During first inflation at 8 atmospheres for 10 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): dqy, lit. G4 - premarket / 510(k): k111295, k162350.